Event description:
Customer reported the system's rui console was dropped. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the control panel and cable assembly. System operates as intended.